Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a severely calcified and completed occluded superficial femoral artery. Pre-dilation was not performed. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for a percutaneous angioplasty procedure to treat the peripheral arterial disease. The lesion was crossed with a .035 non-boston scientific wire through an antegrade femoral approach, and the stent was advanced. When the stent was approximately 3 centimeters deployed, the middle sheath became trapped in the calcification. It was attempted to pull the thumbwheel and pull grip with no success, so the system was pulled completely out. The stent was deployed from the delivery system and the system was able to be removed from the calcification. After deployment of the stent, inflation to post-dilate the stent was performed, and an additional stent was placed. The procedure was completed, and there were no patient complications as a result of the event.

Manufacturer narrative:
Device evaluation by manufacturer: an eluvia EU, 6x150, 130 cm was received for analysis. A visual and tactile examination found that the sheath of the device was kinked at more than one location. The sheath was also found to be buckled beginning at the distal end of the nose cone and extending approximately 30mm distally. The device was returned with the stent partially deployed on the delivery system. The distal stent struts were noted to be damaged. Stent deployment could not be carried out due to severe sheath damage. Product analysis confirmed stent partial deployment.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a severely calcified and completed occluded superficial femoral artery. Pre-dilation was not performed. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for a percutaneous angioplasty procedure to treat the peripheral arterial disease. The lesion was crossed with a .035 non-boston scientific wire through an antegrade femoral approach, and the stent was advanced. When the stent was approximately 3 centimeters deployed, the middle sheath became trapped in the calcification. It was attempted to pull the thumbwheel and pull grip with no success, so the system was pulled completely out. The stent was deployed from the delivery system and the system was able to be removed from the calcification. After deployment of the stent, inflation to post-dilate the stent was performed, and an additional stent was placed. The procedure was completed, and there were no patient complications as a result of the event.